Event description:
Customer reported the unit of measurement setting of their locked freestyle flash meter had changed. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.